Manufacturer narrative:
The field service engineer noted a minor bend in the wash nozzle. The nozzle was then adjusted to its correct alignment. The syringe barrels of the procell and sipper nozzles were also noted to be turbid and contaminated. He then performed decontamination of these lines. Precision tests were performed with acceptable results. The user performed calibration and qc for all assays. All of the results were within the normal ranges. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys tsh assay result for one patient tested on a cobas e 801 analytical unit. The initial result at 8:55 pm was 0.02 uiu/ml. This result was reported outside the laboratory. The user stated that their infinity indicated that the sample should be rerun. The same sample was then rerun on their other cobas e 801 analytical unit. The repeat result was 1.51 uiu/ml. The repeat result was deemed to be correct. The reagent lot number and expiration date were asked but not provided.